Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope displayed no image. The issue occurred during preparation for use for a therapeutic unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over ten (10) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause of the subject event was unable to be specified. However, it is likely that the circuit board in the video connector may have been broken. The probable cause is external stress such as bumping during handling of the device, causing irregular load to the internal circuit board to be broken since multiple damaged sites were observed on the video connector and the video connector case. The device was dismantled, and it was confirmed that the image sensor cable was kinked in bending section, the kink led to breakage of signal wire and short circuit which led to no image at angulation. However, we could not specify clear cause of the event. The event can be detected by following the instructions for use which state: "instructions for ltf- s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.